Manufacturer narrative:
Initial 2 of 2. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced high blood glucose due to infusion sets came off during use event on 15 apr 2026. The high blood glucose had been treated with correction bolus via pump and the set had been in use for one and half day.